Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The physician pre-dilated the 90% stenosed de novo distal circumflex (cx) artery lesion with an unspecified 2.00x15mm balloon dilation catheter. The reported stenosis was 70% post dilatation. The physician reported to experience "significant resistance" when attempting to place a 2.25x16mm liberte bare metal stent in the cx lesion and decided to withdraw the device. The physician noted after the stent delivery system was removed from the pt "that the stent had flared on its distal portion." The procedure was completed with another of the same device. There were no reported pt injuries or complications. The pt's condition was reported as "stable."

Manufacturer narrative:
The device analysis has not been completed at the time of this report. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.